Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. Dust had accumulated inside the device. The contacts of the video connector socket were corroded. Difficult to connect due to wear of output socket. From the device manufacturing record, omsc confirmed that the device was a product that conformed to the specifications. The reported event may have been caused by an accidental failure of the converter. It is also possible that the reported event occurred because the device could not be kept on due to the fatigue of the spring inside the power switch. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not turn on. There was no report of patient injury associated with the event.